Event description:
The dealer states that out of the box the right wheel was bent, there was no visible damage to the box, possible concealed freight damage. The customer want to return the chair, they have purchased another chair locally.